Event description:
It was reported that guidewire entrapment occurred. The approximately 15% stenosed target lesion was located in the mildly tortuous and mildly calcified visceral artery. A 0.014/190cm transend guidewire was selected to advance to cross the lesion. However, during procedure, the guidewire encountered resistance and difficult to pull out. The device was removed after multiple attempts together with microcatheter. The procedure was completed with another of the same device. There were no injuries reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
(B)(6).